Event description:
Ecn event description: during the procedure the wire got stuck in the catheter. The doctor remove the catheter with the wire out of the patient. A new wire and catheter was used to complete the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? N/a. What is the next course of action? Used a new catheter. Patient present at time of event? Yes. Patient complications: abnormal lfts and/or blood counts in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown. Medical or surgical interventions: n/a. Patient admitted to hospital beyond the standard of care: no. Patient outcome: expected to fully recover. Procedure number: pn 2831539. Complaint int additional questions: device 1: upn: m004pf41m401, model number: null, lot or serial number: (B)(6). Was issue present upon opening package? No. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot#. Answer: boston. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc). Answer: yes. The wire broke. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify. Answer: no. Question: (patient information question not applicable in european region/ canada) is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form. If no, please specify why the information is not available from the facility. Answer: yes. Question: was a replacement device (same upn) used in order to complete the procedure? (Yes/no). Answer: no. Patient complications questions: question: what, if any, interventions were performed for the complication? Answer: n/a. Question: was the patient admitted to the hospital or was an existing hospitalization extended due to the complication? (Or for any treatments related to the complication?). Answer: no. Question: was a boston scientific (tsp) access product used with the procedure? If yes: please provide the upn and lot number of the tsp product. If yes: are the tsp devices available for return? Please provide shipping tracking number if available. If no: please provide the reason for no device return. Answer: (B)(4). Complaint summary: it was reported that during a pulsed field ablation procedure to treat atrial fibrillation, a boston scientific corporation guidewire got stuck in a farawave 2.0 31mm catheter. The physician removed the catheter with the guidewire from the patient and replaced them with a similar catheter and guidewire to complete the procedure. The patient experienced abnormal liver function tests (lfts) and/or blood counts. They are expected to fully recover and did not require additional care beyond the standard provided. The catheter and guidewire are expected to return.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.